Event description:
The reporter contacted animas on (B)(6) 2012 reporting that a couple weeks earlier she noticed the keypad buttons were responding intermittently and required increased force to respond. The reporter stated that the keypad was starting to lift but was only occurring for about a week. The reporter confirmed that the keypad response issue occurred prior to the keypad lifting. The patient reportedly wore the pump in a pump skin in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was lifting up on the left side of the up arrow and down arrow keys. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. All of the other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.